Event description:
It was reported that during a regular pacemaker check up, the physician who performed the pacing check, "discovered the ventricular lead was no longer providing pacing support (non capture)." The lead was explanted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information was received following the timely submission of the previous report: the new information is regarding- a lead previously taken out of service, implanted approximately ten years prior (B)(4) but explanted during this event and was returned to the manufacturer, analyzed and subsequently tested out of specification. The analysis of the aforementioned lead was completed on (B)(6) 2012. Therefore, this report remains a timely submission. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer, analyzed and subsequently tested out of specification. The distal conductor was fractured. The outer insulation had a white substance and cosmetic depression. (B)(4) - the partial lead was returned in segments to the manufacturer, analyzed and subsequently tested out of specification. The distal conductor was fractured. The outer insulation had a white substance, cosmetic depression and a breached depression.